Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 54,146 joules during a prostate procedure. It was reported that the procedure was completed with a second fiber. No pt injury was reported.

Manufacturer narrative:
(B)(4).